Event description:
It was reported that an 840 ventilator generated a loss of communication error message. There is no information regarding patient involvement, and when asked, the site contact reports that information is unavailable. However, information was received later that the this issue was corrected by the application of a reportable field action. There is no report of serious injury or death associated with the reported problem.

Manufacturer narrative:
The customer service engineer replaced the backlight pcb (printed circuit board ) and the breath delivery unit pcb. The system then passed all calibrations and tests per manufacturer specifications.(B)(4)